Manufacturer narrative:
Submit date: 06/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit provides inaccurate feedings.

Manufacturer narrative:
Customer reports that the unit overfeeds. Customer programmed the unit to feed a volume of 185 ml's at a rate of 390 ml/hr. The unit delivered ~200+ mls after 30 minutes of feeding. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Initial was sent as report #1282497-2016-00372. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit won't hold a charge. In addition, the customer reports that the unit overfeeds. The unit was set to deliver 185 mls of formula to the patient. The rate was set to deliver 390 ml/hr. After roughly 30 minutes of feeding, the unit deliver ~200+ mls of formula to the patient. There was no patient harm.